Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor withdrew the angio-seal device to tamp the collagen plug down, no suture was visible. There was no suture visible outside the skin either. Manual pressure was applied to gain hemostasis. The doctor was asked to perform an ultrasound once hemostasis had been gained, for any indication that the footplate may have been in the vessel. The doctor was also asked to monitor the patient following the procedure for any signs of cold foot or patient discomfort. There was no harm to the patient. The procedure was a superficial femoral artery/popliteal angioplasty. Additional information was received on june 12, 2019. The doctor was concerned that the footplate had stayed in the patient. He x-rayed the device and x-rayed a new device in the packaging to see if he could identify the footplate; unfortunately, he could not. He then proceeded to take the angio-seal device apart, and he found that the footplate and suture were still attached to the device. The patient developed a pseudo-aneurysm which the doctor directly attributed to the angio-seal device failure. The patient had to undergo a further procedure of a stent placement to cover the pseudo-aneurysm.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath, locator and carrier tube assembly were returned for analysis. Visual inspection revealed that the anchor and collagen were out of the carrier tube and a small portion of the tamper tube was visible. The bypass tube was present in the proximal part of the carrier tube at the manufacturing slit. The deployment sleeve of the carrier tube assemble was in full rear lock position and the color bands were fully exposed. Functional testing was not possible due to the state of the returned device. The user took the device apart to confirm the presence of the anchor per complaint description. IFU states: ''av fistula or pseudoaneurysm - if suspected, the condition may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was not placed in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.